Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error message. Customer's blood glucose value was unknown. Customer stated that they have to press buttons really hard for it to take action. Customer stated that they had to change out batteries more frequent also receive failed battery test. Customer also stated that scratch along the screen and when insulin pump rewinds, it would make unusual louder noise. The device will not be return for analysis.